Event description:
Dad reports that the other night the pump was running and the screen went blank. Dad took the battery out, put it back in, and pump started working again. Dad states that he switched to the other pump which is working fine. Dad states that he tried to set up the defective pump again and the screen went blank. Device malfunction: did the reported product fault occur while in use with a patient: yes. Did the product issue cause or contribute to patient or clinical injury: no. Is the actual device available to be returned for investigation: yes. Did we replace device: yes. Dates of use: (B)(6) 2017. Reason for use: pah.